Manufacturer narrative:
The investigation determined that a higher than expected ammonia (amon) result was obtained from a non-vitros mas quality control fluid processed using vitros chemistry products amon slides lot 1023-0271-0995 on a vitros xt 7600 integrated system. The assignable cause of the higher than expected vitros amon result is an instrument issue, likely related to microslide incubator contamination. The results from the mas control fluids were inaccurate and imprecise. An ortho field engineer (fe) performed maintenance actions on the vitros xt 7600 system which included cleaning the slide incubator, dispense blade and performing maintenance of the microslide subsystem. Following the maintenance actions performed on the instrument, results from the mas control fluids have returned to expectations.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected ammonia (amon) result obtained from a non-vitros mas quality control fluid processed using vitros chemistry products amon slides lot 1023-0271-0995 on a vitros xt 7600 integrated system. Mas control lot aa2709 l2 result of 179.0 umol/l vs the expected result of 146.0 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros amon result was obtained when processing a control fluid. No results were reported out of the laboratory. There have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 614813.